Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 months due to bacterial endocarditis with complete heart block. The surgeon noted that this event was not due a device malfunction; the infection was probably a result of dental work. According to the op report, this patient initially had this valve placed in (B)(6) 2012. He had done well, however, recently had some dental work done and subsequently developed some fever, malaise. Echo showed a reasonably normally functioning prosthetic aortic valve with some stenosis secondary to the bacterial endocarditis. He also developed significant heart block requiring a temporary pacemaker. It was decided the patient should undergo urgent surgical intervention. Findings at the time of surgery were extensive vegetations of massive amount involving the valve, the sub-valvular area, as well as extending from near the right coronary orifice all the way around almost to the left coronary orifice through the noncoronary cusp area. This extended down unhinging the aortic mitral continuity and with the mitral valve hinged point being involved as well. Reconstruction of the aortic mitral continuity was performed with a bovine pericardial patch; the aortic valve was replaced with a new edwards bioprosthesis. The patient was weaned from cardiopulmonary bypass without difficulty. No complications reported.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. However, the surgeon has indicated that this event was not due to a device malfunction. It was noted that this event was probably a result of dental work. The op report also documents the patient having recent dental work with subsequent fever, malaise. It is likely that this was the root cause of the event. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: layer of host tissue overgrowth as well as vegetation encroached onto the tissue at the outflow aspect at leaflet 3 and into the orifice at the greatest point by approximately 15mm. Vegetation was also observed on all 3 leaflets on the inflow aspect. Vegetation along with host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated no visible inconsistencies. The explanted device was returned to edwards for analysis. Vegetations were seen on the prosthesis, which were likely caused by the patient's infection. There is no change in the original conclusion of this event.